Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 42-year-old female patient presenting for high-risk percutaneous coronary intervention (hrpci), scai shock stage a, with a history of diabetes mellitus (dm) and dialysis dependence. During setup, the system bypassed the ¿start impella¿ prompt and proceeded directly to the placement screen. Purge flow was not displayed, although purge pressure was visible. The team attempted to start the pump outside the body at p-1 to determine operability. The decision was made to obtain a new pump. The reported events include failure to detect purge cassette, device revision or replacement, and hemodynamic instability. The impella cp will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.